Event description:
Additional information received reported that shock impedance measurements remained elevated. A 41 joule commanded shock was delivered which showed impedance measurements of 102 ohms. The physician therefore would continue monitoring the patient. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the clinic plans to continue monitoring this patient remotely and there were no adverse patient effects. This product remains in service.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. The patient was brought in for further testing and a 11 joule commanded shock was delivered. The clinic planned to continue to monitor the patient closely. This product remains in service. No adverse patient effects were reported. Additional information received indicates the clinic plans to continue monitoring this patient remotely and there were no adverse patient effects. This product remains in service. Additional information received reported that shock impedance measurements remained elevated. A 41 joule commanded shock was delivered which showed impedance measurements of 102 ohms. The physician therefore would continue monitoring the patient. No additional adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was subsequently explanted and replaced due to shock impedance measurements of 165 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. The patient was brought in for further testing and a 11 joule commanded shock was delivered. The clinic planned to continue to monitor the patient closely. This product remains in service. No adverse patient effects were reported.